Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was relocated due to the first location "bothering" the patient. No further information was available or requested at the time of report. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID: 377775, lot# v011954, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: lead. Product ID: 377775, lot# v009507, implanted: (B)(6) 2006, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37742. Serial# (B)(4), implanted: (B)(6)2006, product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6)2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).